Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to a possible pocket infection. Reportedly, the patient had symptoms of discomfort and pain. The pocket was opened and cleaned out and the patient was treated with antibiotic therapy. There was no additional adverse patient effects were reported. This ra lead remains in service.